Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod¿s user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and ¿if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿ it advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the patient had to be hospitalized due to a severe reactions from the adhesive pad and that the affected site was so severe that it led to an infection. The infected skin had to be removed under general anesthetic.

Manufacturer narrative:
In a follow up call the patient reported that the site reaction started as small and now it has grown 2 times in size. It is filled with fluids and that there was lumps where the cannula was inserted. The lump had burst and it had tear his skin about 1 inch wide and 3 inches long. His site was packed and dressed by a healthcare professional for 6-8 weeks. His dermatologist also suggested that the lump had to be surgically removed requiring him to go under general anesthetic. They also placed him on antibiotics for 3 times a day for 6 day. The doctor was unconvinced that lumps were infection so they ordered fluid inside the lumps to be tested, which revealed there was no bacterial infection.